Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The supplies on the pump were changed and another occlusion was received. The customer's blood glucose (bg) level was over 900 mg/dl. The ketone level was considered as dangerous. The customer was hospitalized and an intravenous insulin drip was administered and the bg level had been lowered to the 300s mg/dl. The customer was unresponsive and could not talk. Tandem technical support had the contact perform a system check and the cause of the occlusion was unable to be determined. Although requested, additional information regarding the patient's status was not provided.